Event description:
It was reported that foreign matter was found in the bd vacutainer® push button blood collection set before use. The following information was provided by the initial reporter, translated from japanese to english: "fm got mixed."

Manufacturer narrative:
Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated, and the customer's indicated failure mode for foreign matter within the packaging was observed. The foreign matter was identified to be a piece of wood approximately one inch in length. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in the bd vacutainer® push button blood collection set before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "fm got mixed."